Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the ventricular pacing was turned off on the external pulse generator the atrial pacing became erratic, down to 60 beats per minute and then up to 100 (it had been set to 88). It was noted that although the ventricular pacing had been set it had not been connected to the patient. The unit was then removed from use and has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis could confirm the reported issue; the external pulse generator (epg) passed all testing. The epg underwent bench rate, output, and sensitivity tests with no anomalies observed. It was noted that the ring, ring cover, and ring cover screw were missing. One bail, bail cover, and case screw were missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.